Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the adc device, and was therefore unable to obtain sensor readings. The customer reported experiencing dizziness, and reported requiring third-party treatment. However, the customer did not provide further information.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data using approved software, sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. De-cased sensor and no issues were observed on the pcba (printed circuit board assembly). Measured battery and all results were within specification. Extended investigation has also been performed. Visual inspection was performed on the returned puck, no issues were observed. Performed inspection on application specific integration circuit (asic) and the solder was found to be in good condition. There was no observation of any shorts or solder balls. Therefore, the issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the adc device, and was therefore unable to obtain sensor readings. The customer reported experiencing dizziness, and reported requiring third-party treatment. However, the customer did not provide further information.